Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low"; however, specific value was not provided. Cause was not known. The customer declined to provide additional information regarding the issue.